Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: "read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair when the system was removed from the patient to deliver the meniscus anchor, the white sheath became detached from the device. The inserted anchor was no longer functional and was removed with arthroscopic tweezers. Because of the malfunction the meniscus tear was accentuated and two additional anchors had to be placed instead of one. There was no significant delay or further complications reported.

Manufacturer narrative:
Emdr section h6 updated. H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device or attempted correction of a damaged device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair when the system was removed from the patient to deliver the meniscus anchor, the white sheath became detached from the device. The inserted anchor was no longer functional and was removed with arthroscopic tweezers. Because of the malfunction the meniscus tear was accentuated and two additional anchors had to be placed instead of one. It is unknown if there was a delay in the procedure, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.